Event description:
During an in-clinic follow-up, it was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the oversensing. Diagnostic imaging was performed, and no anomalies were observed. The patient is stable and will continue to be monitored.